Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not rewind all the way. The blood glucose reading at the time of the event was over 500 mg/dl. The blood glucose reading at the time of call was 391 mg/dl. The customer stated that the nurse touched the insulin pump and she did not know what she had done to it. The customer had been hospitalized for cellulitis that turned into gastroparesis, and she had been in the hospital for 8 to 9 days. She reported that her blood glucose readings fluctuated and that she was still currently on insulin pump therapy. She observed a large scratch down the middle of the device. Upon troubleshooting, it was found that the insulin pump was able to rewind, insulin did exit from the tubing, and no leak was noted. The customer treated high blood glucose with the insulin pump, bag of insulin and intravenous drip for dialysis. She did not feel okay to continue. Advised to monitor. Nothing further reported.